Event description:
It was reported that the user experienced hypoglycemia and believed the ilet pump did not alert during the low blood glucose; review of device logs showed the pump did issue low-glucose alerts, and the event was associated with dexcom g7 continuous glucose monitor (cgm) signal loss and subsequent reconnection that led to increased insulin delivery. Investigation of this case revealed device alerts were functioning and cgm connectivity loss occurred. No symptoms associated with low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. It was concluded that the event involved hypoglycemia with an unclear cause and that device performance was consistent with design. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.